Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. (B)(4).

Event description:
A medical doctor reported that a patient was noted to have diffuse lamellar keratitis (dlk) in the right eye one day post lasik. The previously prescribed topical steroid eye drop was increased. Additional information requested.